Manufacturer narrative:
(B)(6). The device was received for evaluation without the pouch. A visual inspection performed with the naked eye noted cracks at the side of the welded cassette. An under water pressure test was also performed and found leaks at the crack locations. The reported condition was verified. The cause of the leak was due to the cracks, however the cause of the cracks could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location; further described as "fluid dripped out from the machine's door". This occurred during drain one of six of peritoneal dialysis therapy. There was no patient injury associated with this event, however, the patient was given prophylactic antibiotics. No additional information is available.